Event description:
It was reported that on (B)(6) 2012, an acculink stent was implanted in a left internal carotid, de novo, artery and on the same day the patient experienced weakness and difficulty with speech. The activated clotting time (act) and the computed tomography angiography (cta) found no acute bleeding or no stenosis. The national institutes of health stroke scale (nihss) on (B)(6) 2012, was one and on (B)(6) 2012, the nihss was also one. Reportedly, plavix 75 mg and aspirin 81 mg, medication was given as treatment. The symptoms began to resolve on (B)(6) 2012, and resolved without patient adverse sequela on (B)(6) 2012. The patient was discharged home on (B)(6) 2012. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of neurological deficit dysfunction is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.